Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: warning. Never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the front panel was cracked requiring replacement, and the power switch was old and needed to be upgraded. Additionally, it was recommended to replace the non-olympus bulb. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the spare lamp of the olympus light source comes on intermittently. The issue was found during an unknown procedure. There was no report of patient injury or medical intervention associated with this event.